Manufacturer narrative:
H3: the pipeline flex with shield braid was returned for analysis. There was no pushwire returned with the device. The distal end of pipeline flex with shield braid was not opened due to damaged braid. The proximal end of pipeline flex with shield braid was appeared to be fully opened and moderately damaged. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid ophthalmic segment with a max diameter of 12mm and a 6mm neck diameter. The landing zone was 3.4mm at the distal end and 5.1mm at the proximal end. It was noted the patient's vessel tortuosity was normal. It was reported that the patient had a giant aneurysm in the ophthalmic segment of the left internal carotid, coils were placed before starting the implantation of the ped, after this the rise of the system for the implant (guide catheter, intermediate catheter and microcatheter) was started and they brought the ped to the middlebrain to start its deployment, it never opened in the most distal third of the device, the rest of the body of the stent opened without problems. The doctor lowered the device to try to open this portion of the stent in a place where the artery had a greater caliber and this did not happen either, it never opened in any way. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed "less than or equal to 2 times." A wire/catheter was used to attempt to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was not used for an indication that is not approved (off-label). The pipeli ne and any accessory devices were prepared as indicated in the IFU.  No patient symptoms or further complications were reported as a result of this event. Angiographic result post procedure was normal. Ancillary devices include a 8fr sheath, stryker guider 8fr guidewire, stryker xt27 microcatheter, stryker transend 0.14 ex guidewire, and stryker target xl coils.